Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after evos orif surgery for femoral and neck fracture that had been performed about 5 months ago, one (1) evos 4.5mm prox fem pl 12h r 280mm reportedly broke proximally as result of bones not healing. The fracture was first treated with the insertion of nail, but it was removed as it failed to unite, so it was converted to the evos fixation. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the internal fixation was converted to thr. The current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although it was reported that the patient underwent a revision surgery to convert the internal fixation into total hip replacement, as of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time to determine the clinical root cause of the reported events. Per case details, the broken plate was removed from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. No further medical assessment can be rendered at this time. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient medical history, post-operative patient health and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.